Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the possible outcome of deflation as follows: precautions: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined endoscopically, as this is indicative of a balloon deflation.

Event description:
Reported as: a patient with the orbera intragastric balloon system was reported to have had blue urine which was noticed after implantation (one day after implantation). An ultrasound was performed and the bib was discovered to be empty. The device was explanted.